Event description:
Hi, I previously ordered the free at-home covid-19 test kits through https://special.usps.com/testkits. I received the quidel quickvue at-home otc covid-19 test brand. Each box comes with two tests. Upon opening and using the first box, it became clear that the liquid reagent the manufacturer supplied was not adequate to conduct a valid test. I opened a second box, combined the available liquid reagent into one tube, and then was able to conduct a valid test. Each of the other boxes I received had the same problem where the test tubes contained half of the necessary reagent. I believe the following information will identify the test kits: for the entire test kit-- ref: 1493200, lot: 801577, expiration: 2024-02-03; for the test strip-- lot: 154196, exp: 2023-01-30; item: 1465001 qv sars for the swab-- ref: 1487700, exp: 2024-07-08, lot: 20210708ac looking online at third-party sites like amazon.com, individuals who purchased the quidel kits also noted insufficient amounts of the liquid reagent. While the tests were free to me, they were provided at tax payer expense, and so I believe quidel has likely defrauded the government if it promised to deliver two test kits per box when it in effect delivered one test kit per box. Perhaps this is a known issue; submitting my concerns nonetheless. Thank you. Insufficient liquid reagent to perform a valid at-home covid-19 test. Mw5115118, mw5115119, mw5115120.